Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they ate, took bolus and their level was 513mg/dl. The customer states two hours later, their blood glucose level had risen to 583mg/dl. The customer states they changed out their infusion set and threw it away. The customer states they took 8 units and will be monitoring their blood glucose levels. The customer states the cannula was slightly tweaked but not bent over. The customer declined to troubleshoot. The customer requested supplies be sent out. The customer is being sent replacement supplies.